Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A microscopic inspection revealed the outer shaft was separated in two locations, 24.5cm ¿ 46cm and 48.5cm ¿ 49cm from the hub. The inner shaft in between the separations was stretched. The outer shaft was also stretched around the separated areas. There were numerous kinks throughout the shaft of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft detachment occurred. A 150/10 renegade¿ hi-flo¿ was selected for use. During unpacking, it was noted that the middle section of the outer catheter was coming off from the inner shaft. The procedure was completed with a different device. No patient complications were reported.